Manufacturer narrative:
The controller and pump were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. 3 controller power-up and associated motor start events as well as 1 vad disconnect alarm were logged with time stamp showing (B)(6) 2000 at approximately 00:00. The date and time of the events could not be identified due to the depleted internal battery of the controller. Based on the logs it can only be confirmed that these events occurred after (B)(6) 2015. Logs of this nature may be indicative of multiple double power disconnection perceived by the controller thereby powering down the controller, and physical disconnection of the driveline connector from the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This is one of two reports (3007042319-2016-00981 and 00982) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
.

Event description:
It was reported that the patient died on (B)(6) 2016, and no official cause of death has been stated as of yet. It was stated that an autopsy was performed but no results have been submitted to the hospital. It was reported that the patient had received morphine due to his pain in his back to get to sleep. Neurologically he had balance disorders, caused by previous antibiotic therapy. The antibiotic therapy was not pump related, this was years before. No further information is available.

Manufacturer narrative:
Product event summary: one (1) pump was not returned for evaluation. The controller was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination. Functional testing of the controller revealed that the internal battery (bt2) was completely depleted and showed signs of leaking. The controller was received with the real time clock (rtc) reset to zero. The cell of the battery was replaced with a known good cell. The controller was able to retain the date and the time when the real time clock was adequately charged. Internal inspection of the controller also revealed the other internal battery (bt1) showed signs of leakage. However, the no power alarm still sounded when both power sources were disconnected from the controller. These are additional observations likely due to leaky internal nimh battery. Log file analysis revealed three (3) controller power up and associated motor start events, one (1) vad disconnect alarm logged with incorrect date/time stamps. The most likely root cause of the vad disconnect alarm observed in the log files may be attributed to a physical disconnection of the driveline from the controller. Loss of power to the controller will result in a loud, continuous alarm, which corresponds with the reported ¿no power¿ heard. As a result, the reported no power alarm event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated capturing events involving the controller losing power. An internal investigation evaluated potential failure of the "no power" audible alarm. Additional products: model #: 1407de / serial or lot#: (B)(4), return date: 09-jul-2019, device evaluated by MFR: yes; dev return to MFR? Yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was stated that the patient was in hospital to get blood units due to chronic "hemolysis". It was also stated that the controller was not yet being returned due to it being in the possession of the prosecutor's office. It was stated that the patient was neurologically handicapped (strokes)". It was further stated that the patient died. No further information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Log file analysis review date: (B)(6) 2000; log dates through (B)(6) 2000 to (B)(6) 2000: normal power consumption. Additional notes: no alarms have been logged in the last 14 days of available data. Controller (B)(4) has a date/time error showing the year as 2000 due to a depleted internal battery. No controller power up and associated motor start events have been logged in the available data. The date of the events could not be identified neither, due to the date/time error of the controller. According to the logs, the last data point was logged on (B)(6) 2000 at 09:08:59. It was logged with power source 1 connected to (B)(4) with remaining capacity 94%, and power source 2 connected to (B)(4) with remaining capacity 25%. Power source 2 was the active power source. A review of the controller log files associated with the event captured in cmp-1(B)(4) showed controller (B)(4) has a date/time error showing the year as 2000 due to a depleted internal battery. In addition no controller power up and associated motor start events have been logged in the available data. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00981 and 00982) submitted for devices related to the same event.

Event description:
It was reported from the site that the patient was in an "external hospital" and sedated, when patient was found on the floor with a continuous alarm tone of "no power alarm". It is unknown if batteries were connected or disconnected, the controller display was "empty/off" when the physician found the patient. Physician replaced the batteries with new batteries and the system restarted and pump started, resuscitation efforts were started as the pump was running. Patient is intubated and eeg is flat and the CT scan shows no intracranial bleeding. Components are still with the patient and the external hospital will decide if components will be returned. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and controller were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Three controller power-up and associated motor start events as well as one vad disconnect alarm were logged with time stamp showing january 1, 2000 at approximately 00:00. The date and time of the events could not be identified due to the depleted internal battery of the controller. Based on the logs it can only be confirmed that these events occurred after (B)(6) 2015. Logs of this nature may be indicative of multiple double power disconnection perceived by the controller thereby powering down the controller, and physical disconnection of the driveline connector from the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.